Event description:
Impedances were greater than 4000 ohms on all of the bipolar pairs. The hcp planned to do a revision surgery due to the open circuits found in the impedance test. No other clinical data were provided. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.